Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure for a distal radius fracture on (B)(6) 2013, the various angle (va) locking screw was discovered to have penetrated through the various angle (va) locking compression plate (lcp). The event occurred when surgeon was repositioning and installing the lcp plate and when surgeon inserted the va locking screw through guiding block in a positioning hole, and then inserting va locking screw from ulna to styloid side. The screw; however, kept turning at the distal row most styloid side, and it was discovered (by x-rays) the screw had penetrated the plate. It was reported the surgeon was able to remove the va locking screw, but he chose to keep the plate in patient due to patient age. The surgery was completed with no further adverse events reported. It was also reported surgeon used a 0.8mm torque limiter in lock. This report is for a 2.4mm titanium va locking screw, self-tapping stardrive 14mm length. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation shows that the head locking thread is badly deformed due to mechanical mishandling and overload of torque. The screw had is deformed in such a case as he could slip trough the plate. The visible signs clearly indicate exceeding applied mechanical force while insertion which cased the damage at the screw head. Reviewing the manufacturing- and material documentation shows conformity to the specifications as well.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record (DHR) was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This is 1 of 4 devices for this event reported on complaint (B)(4).